Event description:
It was reported that the pump was alarming due to a low battery; this was confirmed by telemetry. It was noted that there was a 'mechanical complication of morphine pump'. Per the reporter, the pump was six years old and needed to be replaced. The pt did not experience any symptoms. The pt's outcome was reported as no injury. The pump was used to deliver morphine.